Event description:
Event description guidant received information that, upon interrogation one year after implant, this implantable cardioverter defibrillator (ICD) had declared eol. At the replacement procedure, the device was at mol1. The physician elected to replace the device.